Event description:
A long charging time for the pump battery and intermittent unresponsiveness of the pump screen were reported. There was no adverse impact to the customer¿s blood glucose level. The customer, currently out of warranty, is in the process of obtaining a new device and declined further assistance or follow-up actions.